Manufacturer narrative:
Event date is unknown in 2020. This report is for an unk - mono/polyaxial screw collars/sleeves/heads: matrix/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date during an unknown procedure, the matrix polyaxial screw detached from an unknown matrix polyaxial head during insertion. The surgeon was using a matrix pre assembled screws in which the shaft and the head of the screw were attached. The surgeon attempted to attach another polyaxial head and it would not attach. The surgeon also noticed that their may have been an issue with the screw shaft head. The matrix polyaxial screw was explanted and a new screw was used. There was surgical delay of three (3) minutes. The procedure was completed successfully. There was no patient consequence reported. This complaint involves three (3) devices. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: 7.0mm ti matrix polyaxial screw 40mm thread length (part # 04.632.740, lot # unknown, quantity 1).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5: added concomitant device h11 corrected data: d11: corrected concomitant device device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.